Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign material was removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced adverse event ("various physical symptoms developed" and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('abdominal pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cardiovascular system until (B)(6) 2015 for blood pressure high as well as paracetamol until (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), musculoskeletal discomfort ("back contractions"), alopecia ("hair loss"), multiple allergies ("allergies"), amnesia ("memory loss"), hypertension ("high blood pressure") and vulvovaginal mycotic infection ("vaginal yeast infections"). On an unknown date, the patient experienced adverse event ("various physical symptoms developed"), muscular weakness ("weak knees") and injury ("trauma"). The patient was treated with surgery (fallopian tubes were removed). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, musculoskeletal discomfort, alopecia, multiple allergies, amnesia, hypertension and vulvovaginal mycotic infection had resolved, the adverse event outcome was unknown and the muscular weakness and injury had resolved with sequelae. The reporter considered abdominal pain lower, adverse event, alopecia, amnesia, genital haemorrhage, hypertension, injury, multiple allergies, muscular weakness, musculoskeletal discomfort and vulvovaginal mycotic infection to be related to essure. Most recent follow-up information incorporated above includes: on 4-mar-2021: date of birth, date explanted, concomitant drugs added, medical device removal deleted as event and added as intervention required, events added: lower abdominal pain, genital haemorrhage, musculoskeletal discomfort, alopecia, multiple allergies, amnesia, hypotension, vulvovaginal mycotic infection, muscular weakness, injury. Consumer's name updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('abdominal pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cardiovascular system until (B)(6) 2015 for blood pressure high as well as paracetamol until (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), vulvovaginal mycotic infection ("vaginal yeast infections"), musculoskeletal discomfort ("back contractions"), alopecia ("hair loss"), multiple allergies ("allergies"), amnesia ("memory loss") and hypertension ("high blood pressure"). On an unknown date, the patient experienced adverse event ("various physical symptoms developed"), muscular weakness ("weak knees") and injury ("trauma"). The patient was treated with surgery (fallopian tubes were removed). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, vulvovaginal mycotic infection, musculoskeletal discomfort, alopecia, multiple allergies, amnesia and hypertension had resolved, the adverse event outcome was unknown and the muscular weakness and injury had resolved with sequelae. The reporter considered abdominal pain lower, adverse event, alopecia, amnesia, genital haemorrhage, hypertension, injury, multiple allergies, muscular weakness, musculoskeletal discomfort and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2021: update of quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign material was removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("various physical symptoms developed"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.